Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device has been received by the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomalies which would have contributed to the reported difficulty in removing air bubbles. The actual sample was primed in accordance with the IFU of this product and confirmed to be able to be primed with no difficulty. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed there were no indications of production-related anomalies. A search of the complaint file found no report with the involved product code/lot# combination. The above investigation verified the actual sample was the normal product. Although the exact cause cannot be determined there is no evidence that this event was related to a device defect or malfunction. The labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: (1) if the pump cannot be fully primed, remove it from the pump receptacle and repeat the process; and (2) before starting circulation, confirm that there are no air bubbles in the circuit. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported difficulty in removing air bubbles from the oxygenator device. Follow up communication with the user facility reported the following information: (1) during priming, the customer encountered difficulty in removing air bubbles from the device in question; (2) fine air bubbles continued to come out of the device; and (3) the device was changed out to another one which did not pose any issues.